Event description:
It was reported that during a total laparoscopic hysterectomy (tlh) procedure, the surgeon was performing the procedure using the device. After the end of the case, he checked again the oozing area after removing the specimen. When he activated the enseal, and advances the knife slowly and removes the jaw from the tissue, the electrode was tore off and there is a silver color electrode fell off inside the patient. He used a forceps to obtain the fragment. Both the instrument and fragment are put inside the product complaint bag. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the electrode detached from instrument and returned. Visual inspection under magnification was performed and evidence of active rod was noted. Because of the missing electrode we were unable to test the full functionality of the instrument. It is possible that a replace instrument was noted during usage with the jaw damaged in this manner. This was not confirmed during complaint analysis.